Event description:
During pacemaker lead insertion in cath lab, the ventricular lead was punctured by stylet. It was noted on fluro screen and withdrawn. Echocardiogram done. No injury detected to pt.